Event description:
It was reported that patient underwent a left hip revision approximately 4 years post implantation due to dislocation. During the procedure, trunnionosis and tissue damage were noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: 00784800300 ¿ kinectiv neck ¿ 62067650. 00771300700 ¿ m/l taper stem ¿ 62114195. 00631005032 ¿ xlpe liner ¿ 62130833. 00620005022 ¿ shell ¿ 62140528. 00625006530 ¿ self-tapping bone screw - 62130768. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04673. 0001822565 - 2019 - 04674. 0001822565 - 2019 - 04676.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 4 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting trunnionosis with dissolution of abductor insertion site and failed total hip arthroplasty. Patient experienced multiple dislocation, non-traumatic. MRI indicated dissolution of the abductor insertional site with large fluid collection. DHR was reviewed and no discrepancies were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.